Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture, high and rising impedance, high thresholds, and no r-waves. It was noted that the patient experienced syncope. The rv lead was reprogrammed, and was later capped and replaced. No further patient complications have been reported as a result of this event.